Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. The device history review was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The device is expected to be returned. It has not been received. The list and lot number of the device was identified as part of a voluntary recall. ICU medical is notifying affected customers via a letter requiring removal of the affected products from the market.

Event description:
The event involved a spinning spiros(r) closed male luer, red cap that has leaked at the connection (tubing/syringe) during infusion/IV push causing chemotherapy spills and potential exposure on the peds oncology unit. The primary tubing was infusing through the large volume infusion pump and connected to the patient's central line. There was approximately 1-5ml of blood loss, or bleed back reported. The tubing and drug were replaced and therapy was resumed. There were no holes, cuts, tears, or any defect noted. There was patient involvement, and no harm was reported.